Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, it was noted that pacemaker exhibited a diagnostic anomaly and there was suspected premature discharge of battery. No intervention was reported. Patient condition was stable.